Event description:
This case was reported by a consumer and described the occurrence of tongue abnormal feeling in a female pt who received corega (super poligrip extra care with poliseal) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started corega. At an unk time after starting corega, the pt experienced tongue feeling heavy, dry mouth, difficulty speaking clearly described as being unable to speak right, roof of her mouth being itchy and burning sensation in her mouth. Use of corega was continued. This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. MFR's comment: the MFR's report number for this case is 9681138-2008-00011. Super poligrip extra care with poliseal is mfg in (B)(4). The lot number for this product is available and quality testing is pending. (B)(4).